Event description:
Malfunctioning pacemaker lead with properly functioning pacemaker battery unit necessitating surgery and placement of a new wi pacemaker lead. Old lead was found to have a break in it.